Event description:
It was reported that after measuring and cutting the catheter for introduction into the patient, he presented the "hole" at the time of the test wash, thus being discarded for use. The hole appears in the catheter next to the suture wing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is inconclusive due to the state of the returned sample. Three photographs of a 3 fr per-q-cath catheter kit were returned for evaluation. An initial visual observation of the photograph showed a 3 fr per-q-cath catheter with a stiffening stylet and a t-lock inserted in an open kit tray. The catheter appeared to have been trimmed at the 19 cm depth marker, and an undetermined length of the stylet was observed to have been retracted from the t-lock of the catheter. What appears to be a portion of the stylet could be seen protruding from the proximal end of the distal catheter segment, suggesting the stylet may have been cut. Not enough detail could be seen in the returned photograph to confirm a leak in the catheter; however, possible causes of a leak include stylet damage, over-pressurization, and sharp instrument damage. As a note, the product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿do not cut stylet.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after measuring and cutting the catheter for introduction into the patient, he presented the "hole" at the time of the test wash, thus being discarded for use. The hole appears in the catheter next to the suture wing.